Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
The customer reports the lancet protrudes beyond the end cap of the fastclix device. The customer stated she has had the device for years and has never replaced the drum or advanced the lancet. She stated when the end cap was removed the lancet appeared bent and when the drum was removed from the lancet device the lancet fell out of the drum. No adverse event reported. Requested return of suspect device and replacement was sent.